Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during dwell. The baxter technical service representative (tsr) explained the message to the caregiver (cg) and informed to cycle the power on the cycler. The cg found no reason for the alarm. The tsr informed the cg to use manual bags and inform the nurse of the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2012 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but she did not know the cause of the alarm. Per the cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that she discussed the alarm with the home patient's (hp) nurse. Per the cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.